Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the device misfired. The device was also difficult to toggle and felt ¿sticky.¿